Event description:
Caller reported a cartridge alarm 30 with no previous reports of similar alarms using this pump, although there were issues with consecutive cartridges. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support resolved the issue by arranging to send the caller a replacement pump with updated software. The caller was instructed to use the current pump or an alternative therapy as a backup, understood the instructions for receiving and setting up the new pump, and was guided on how to return the faulty pump via ups.